Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she felt stimulation stronger in legs than back starting on (B)(6) 2015. The patient increased stimulation to target back, but then noticed she walked funny and felt tingly down to her feet. The patient checked with the patient programmer (pp); patient only has 1 group and 1 program. The patient will be meeting a "programmer" (B)(6), further stated that the patient will follow up with her health care provider (hcp). The indication for use included spinal pain and radiculopathy. Additional information has been requested to find out if any troubleshooting or intervention was required and the outcome of this event. If additional information is received, a follow up report will be sent.